Event description:
The following has been reported by customer: error 12-001 - cpu board. Full description: pump was brought in for it's scheduled pm, once a new battery was placed in device, error 53 appeared. Consulting with techs revealed it sometimes can be caused from an extremely dead battery, so device was left plugged in to charge. Device powered on normally after charging the battery, so the pm was continued as normal. During the pump software upgrade (to 2.2d), a different error code displayed. Error 12-001 resources. Manual says to connect to partner to reconfigure all settings, however device would not stay powered off while plugged into ac power to connect to partner, so the next step was to replace cpu board. The cpu board was replaced, however pump would no longer turn on normally. As soon as battery is plugged into device, it alarms until it is disconnected. Tried a new power supply board, but same problem occured.--10.17.2024--enlisted another tech for their input on this pump. We tried swapping the battery, to ensure it wasn't just a faulty battery, it was not. We then put all original parts back into the pump to see if error 53 or error 12 occured again, and when the pump powered on error 12-001 'communications' was displayed. So the new cpu board was installed back in the pump and when connected to partner it allowed us to proceed with the configurations and upgrades, as well as the rest of the pm. We concluded that the cpu board was the cause of the problems, as well as an extremely dead battery. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. Based on the available information and the fact that the device was not returned, the root cause of the reported issue remains unknown (not returned). However, the complaint has been registered for statistical monitoring. If further information are provided later on, we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.